Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found the following. - the insulation value of ultrasound transducer was out of specification (too low). - the objective lens was damaged. - the ultrasound transducer was cracked. - the adhesive of the bending section rubber was worn out. - the insertion tube was deformed. - the control section cover missed olympus sign and was cracked. - the angulation was insufficient. - the play of the up/down angulation control knob was insufficient. - the forceps elevator was corroded. - the angle wires were broken. - the ultrasound wire was broken. - the distal end was scratched. - the universal cord was scratched. - the ultrasound signals were missed due to piezoelectric elements damaged in the ultrasound transducer. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the relationship between the reported event and the subject device could not be determined based upon the information from the user and oekg, the exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel of the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. Other detailed information such as the number/type of microbes and the reprocessing method was not provided. The occurrence date of the event was unknown. There was no report of infection associated with this report.